Manufacturer narrative:
Investigation included remote technical troubleshooting and user education, including ilet restart, verification of alarm history, fingerstick entry, and re-initiation of cgm pairing by toggling from g6 to g7 and re-entering the pairing code. Investigation of this case revealed successful re-entry into pairing mode with instructions to monitor for cgm readings to resume. It was concluded that the event was consistent with a pairing or communication issue between the ilet and dexcom g7 that interrupted insulin delivery, with resolution steps provided and no evidence of sensor failure or patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet user experienced loss of cgm readings on the ilet after connecting a new dexcom g7, which resulted in automated insulin dosing stopping; the user noted elevated glucose via the dexcom app, and a fingerstick entered into the pump was 332 mg/dl. Symptoms included no reported clinical symptoms associated with hyperglycemia. Outcomes included interruption of insulin delivery with user exposure to hyperglycemia risk but no medical intervention or hospitalization.